Event description:
It was initially reported that the patient had an infection and had her generator explanted as a result. The patient had a generator replacement the previous month. No additional information was provided. Follow-up with the surgeon's office indicated that they are unable to release any information regarding the patient without parental consent which they did not have. Review of the manufacturing records confirms sterilization for both the generator and the lead prior to shipment.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution